Event description:
The duett sealing device was deployed following an interventional procedure via a 7 fr sheath in the right common femoral artery. Prior to device deployment, no femoral angiogram was performed per the instructions for use deployment procedure. Following the deployment, the patient experienced loss of pulses in the affected foot and an angiogram was performed, which confirmed an occlusion. Treatment consisted of thrombolytic therapy, pta and an angiojet. The event was resolved with no further complications.